Manufacturer narrative:
The alleged claim could not be correlated to returned product via visual inspection or functional testing.

Event description:
Consumer is alleging the seat is too hard and she claims chair pulls on her skin when going thru positions allegedly causing injury/skin breakdown.

Event description:
Consumer is alleging the seat is too hard and she claims chair pulls on her skin when going thru positions allegedly causing injury/skin breakdown.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.